Event description:
On (B)(6) 2013, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt has an infection, it is unk the exact location of the infection. The pt was admitted to the emergency department post operative on (B)(6) 2013, with abdomen and back pain. The treating ER physician started IV antibiotics and diagnosed the pt with a psoas abscess. The pt f/u with dr (B)(6) on (B)(6) 2013. The cause of the infection is unk. There is no scheduled reintervention at this time.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) states: pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Add'l devices implanted and/or related to this event: pxc141000/11026469.